Manufacturer narrative:
H6: investigation summary the customer reported the tubing leaked, and returned a video of the incident. The video verifies the complaint as leakage from the bottom of the drip chamber. The root cause is unable to be identified without the physical sample for investigation. Device history record review for model 2426-0007 lot number 23019248 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that oxaliplatin chemo leaked from the bd alaris¿ pump module smartsite¿ infusion set tubing after spiking and attempting to hang the bag. The following information was provided by the initial reporter: "during this incident, chemo spilled due to a leak in the tube. The defective product has been discarded by the clinicians... Patient harm: no harm... Getting the oxaliplatin chemo ready for a patient, spiked the phaseal with the 3 smartsite y site bd alaris pump infusion set. When rn raised the chemo bag, there is a leak coming out of the tubing. Brought the bag down immediately. Notified pharmacy and cds. Bag remade by pharmacy... 1. Could you please advise what was the medication/fluid in use at the time of the event? Oxaliplatin 2. Was there an alaris pump and pump module in use at the time of the event? If so, what pump module model was in use (8100, 8110, 8120) no 3. Are you able to clarify if the patient was an adult, child, infant or neonate? Adult 4. Kindly advise the quantity of defective product. One"

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that oxaliplatin chemo leaked from the bd alaris¿ pump module smartsite¿ infusion set tubing after spiking and attempting to hang the bag. The following information was provided by the initial reporter: "during this incident, chemo spilled due to a leak in the tube. The defective product has been discarded by the clinicians... Patient harm: no harm. Getting the oxaliplatin chemo ready for a patient, spiked the phaseal with the 3 smartsite y site bd alaris pump infusion set. When rn raised the chemo bag, there is a leak coming out of the tubing. Brought the bag down immediately. Notified pharmacy and cds. Bag remade by pharmacy. Could you please advise what was the medication/fluid in use at the time of the event? Oxaliplatin. Was there an alaris pump and pump module in use at the time of the event? If so, what pump module model was in use (8100, 8110, 8120) no. Are you able to clarify if the patient was an adult, child, infant or neonate? Adult. Kindly advise the quantity of defective product. One".